Event description:
The recipient reportedly experienced electrode migration due to chronic middle ear disease. The recipient is presenting with sound quality issues. Programming adjustments were made, however, the issue did not resolve. An x-ray was performed and revealed correct position, however, the possibility of one electrode being extracochlear. The electrode was repositioned during a blind sac closure procedure on (B)(6) 2026.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is experiencing poor performance. It is noted that speech discrimination results show significant deterioration. In addition, a cone beam computed tomography (cbct) confirmed some electrodes are out of the cochlea. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h6. The surgeon confirmed a very small amount of bipolar cautery was used during the blind sac closure procedure and no monopolar cautery was used. Programming adjustments were made, and improvement noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Corrected information section: h6.disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.